Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: (B)(4). Getinge USA sales, llc (B)(4). Contact person:(B)(6). The ventilator was investigated on site and the oxygen gas module was replaced and returned for investigation. The reported failure during pre-use check was reproduced during simulated use test of the returned oxygen gas module in a ventilator. The failure was caused by an external force affecting the solenoid inside the oxygen gas module to hit two capacitors that went broken. The two capacitors are part of the flow measuring in the gas module. The failure of the two capacitors leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).